Event description:
It was reported that a female patient born on (B)(6) ((B)(6) kg) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion (pe), noticed after the atrial flutter ablation. The patient's blood pressure decreased, and anesthesia administered fluids which stabilized the pressure. At the end of the case, the intracardiac echo (ice) revealed the effusion, about 2 cm in size. A pericardiocentesis was in progress at the time of the call and the patient was reported to be in stable condition. Also reported was that the smartablate pump showed a "no flow" message (no actual error) on the remote and generator. All the parameters were normal, impedance and temperature, from the catheter. The smartablate pump to generator cable ((B)(4)) was exchanged and the issue resolved. The reporter did not indicate that this cable issue was involved in the patient injury. Additional information was received on (B)(6) 2021. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure related. The patient outcome of the adverse event is unchanged. The patient required extended hospitalization because of the adverse event as the patient was inpatient and was about to be discharged but stayed extra. The generator information is stockert gmbh, (B)(4). Force visualization features used were dashboard, vector, and visitag. The visitag module was used and the parameters for stability used were 2mm for 3 sec with respiratory gating. No additional filter was used with the visitag. The color option used prospectively was tag index. A transseptal puncture was not performed. Prior to noting the pe or CT, ablation was performed. There was no evidence of a steam pop. This event was noticed after ablating the cti line. An irrigated catheter was used in the event and it was set to low flow, while not ablating, so 2ml and then 15ml while ablating at 40w. Correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. There was only the water warning on the generator initially. Then, it was realized there was no flow reading (it had the¿ for the flow rate). The pump was running at 2ml but the reading for the generator was not there. So, the blue pump cable was exchanged and the reading was then accurate and the warning went away. The ablation catheter was pulled from the body while exchanging the cable and the catheter was flushed again before inserting into the body. This all happened before the pericardial effusion was present on the ice image. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The no communication issue on the smartablate pump was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This issue is highly detectable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 09-feb-2022. It was reported that a female patient born on (B)(6) 1948 (93.8kg) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion (pe), noticed after the atrial flutter ablation. The patient's blood pressure decreased, and anesthesia administered fluids which stabilized the pressure. At the end of the case, the intracardiac echo (ice) revealed the effusion, about 2 cm in size. A pericardiocentesis was in progress at the time of the call and the patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30621053l number, and no internal actions related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).